Event description:
It was reported that the patient's ipg was no longer communicating with external devices. The patient underwent an unrelated rfa procedure wherein the patient's ipg was not placed into surgery mode. Troubleshooting was undertaken with an abbott representative wherein the patient's ipg was recovered and access to therapy was restored.

Manufacturer narrative:
Section b3: event date is estimated. It was reported to abbott, a patient could not connect to their ipg. The system was not set to surgery mode while the patient underwent an unrelated surgery. An abbott representative was able to recover the ipg. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.